Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that while receiving chemotherapy, a tunneled line allegedly completely dislodged with minimal traction on the line. The catheter had been in situ for approximately five weeks and the temporary retention clip, and sutures had been removed. It was further reported that the cuff was missing from the catheter, however, there was no cuff identified post ultrasound scanning of the old tract. Reportedly, the patient returned approximately six days post catheter removal for re-insertion of a new catheter line. There was no reported patient injury.